Manufacturer narrative:
The investigation remains in process. A supplemental report will be sent upon completion of the investigation.

Event description:
(B)(4). The manufacturer identified that the customer order was processed and shipped with the incorrect activity of iodine seeds. The customer was contacted prior to use.